Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, intracranial hemorrhage, hematoma or hemorrhage at the site, inability to completely remove thrombus, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d), and a non-penumbra stent retriever device (preset). It was reported that the patient presented to the hospital with a left hemispherical syndrome with motor-related aphasia and a right-sided latent hemiparesis. No procedural complications were reported and a thrombolysis in cerebral infarction (tici) grade 3 recanalization was achieved. On (B)(6) 2019, a computed tomography (CT) of the neurocranium performed at 09:08 am revealed a hemorrhage into the left infarction area and a subarachnoid hemorrhage (sah) in the left hemisphere and blood levels in the posterior ventricular posterior horns. The physician then administered aspirin with clexane to the patient. A subsequent CT of the neurocranium performed later the same day at 09:06 pm showed that there was no increase in the left frontal bleeding and left hemisphere sah. When transferred to the normal ward, the patient was awake, cooperative, calm, 4/5 hemiparesis on the right, non-fluid aphasia with normal understanding, sinus rhythm (sr) / cardiopulmonary stable, mobilized for walking with therapists for a few meters. The national institutes of health stroke scale (nihss) score was 4 and the modified rankin scale (mrs) score was 4. After moving to the normal neurological ward, diagnosis and therapy continued as well as the physiotherapy, occupational therapy and speech therapy exercises. The initial symptoms were regressive. However, there is aphasia and slight gait uncertainty. On (B)(6) 2019, the patient still presented an aphasia but was neurologically stable and was discharged home. The intracranial hemorrhage was reported to be a serious adverse event related to the psr3d and the index procedure.